Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with increasing capture thresholds on the right ventricular lead over the previous year. At the last in clinic interrogation, capture could not be obtained on the right ventricular lead. The patient was scheduled for lead replacement. The lead was capped and replaced (B)(6) 2018. The patient was stable prior to the procedure. There were no complications during the procedure. The patient was discharged the following morning in stable condition with no complaints.